Event description:
It was reported that the device was used during an unk procedure. The device cut, but there were no staples fired. There are staple drivers up and some staples are stuck on the anvil. Unk how the case was completed. There was no adverse consequence to the pt. The device was not locked and the crimp appeared to be still in specifications.

Manufacturer narrative:
(B) (4), (B) (4), information anticipated, but unavailable at this time.